Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level exceeded 500 mg/dl because of the issue, displaying a "high" reading. The customer performed a correction injection via multiple daily injections without needing third-party assistance. Technical support provided information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue returned.